Event description:
The customer reported that during a bypass procedure, the extension line leaked at the connection to the delivery line. No patient complications were reported. The extension line was replaced and the case was finished without further incident. The sample was saved and will be returned to quest. Product code 5001102; lot number 27706.p09 and 27852.p01.

Manufacturer narrative:
Additional lot # 27582.p01, expiration date: 9/11/2009.